Manufacturer narrative:
(B)(4). Device investigation pending return of device. H4: device manufacture date: unknown at this time.

Event description:
The user is alleging the device did not disarm via on/off button being pressed by the user after a shock was advised.